Manufacturer narrative:
Final analysis found that the external insulation was abraded at 20.1 to 20.6 cm from the connector pin consistent with friction to the device can. The cause of the reported event was external insulation abrasion.

Event description:
New information recevied on 1/16/2018 indicated that the patient's right ventricular lead was explanted on (B)(6) 2018. The patient was stable following the procedure.

Event description:
Correction: this right ventricular lead was utilized as a right ventricular sensing and pacing lead in the system. The right ventricular defibrillation lead was also explanted during this procedure as a result of the lead noise.

Event description:
It was reported that the patient presented in-clinic on (B)(6) 2017 following a vibratory alert for non-sustained right ventricular oversensing. Upon review, the right ventricular lead exhibited lead noise which was reproducible in-clinic via isometrics and when the patient moved their left arm towards the right side of their body. No patient symptoms were reported and no changes were made.